Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail had not been able to distract since the implant procedure. The nail was revised on an unknown date and the planned therapeutic time was extended as a result. No further patient adverse impact was reported.

Event description:
No additional information was provided.

Manufacturer narrative:
Visual inspection of the returned product showed no visible damage on the nail and it was fully retracted. X-ray images of internal components revealed a damaged split washer/anti-jam washer. A review of the x-ray images on the released work order were also verified and they did not reveal an anti-jam washer failure. The nail was functionally tested and was unable to distract and retract with the electronic remote controller (erc) and high-speed magnet. The force test and stroke test showed no signs of distraction; this indicated that the device was jammed. As part of the investigation, the device history records were reviewed and indicated the length of the nail was 273.78 mm at the time of manufacture. The length of the nail as received was measured at 273.04 mm. The difference between the measurement of the nail at the time of manufacture and return for the complaint was 0.74 mm. The shorter length measured at the time of the complaint investigation indicated that the nail had been retracted. The nail was determined to be possibly jammed due to repeated retraction force from improper use of the erc/fast distractor. The erc/fast distractor unit may have been held in the incorrect orientation during the inspection at the back table/at the treatment sessions causing the device to be retracted instead of being distracted. A review of the DHR documents indicated that the nail was manufactured by the specified requirements at that time and met all of the required quality inspections before shipment

Manufacturer narrative:
Visual inspection of the returned product showed no visible damage on the nail and it was fully retracted. X-ray images of internal components revealed a damaged split washer/anti-jam washer. A review of the x-ray images on the released work order were also verified and they did not reveal an anti-jam washer failure. The nail was functionally tested and was unable to distract and retract with the electronic remote controller (erc) and high-speed magnet. The force test and stroke test showed no signs of distraction; this indicated that the device was jammed. As part of the investigation, the device history records were reviewed and indicated the length of the nail was 273.78 mm at the time of manufacture. The length of the nail as received was measured at 273.04 mm. The difference between the measurement of the nail at the time of manufacture and return for the complaint was 0.74 mm. The shorter length measured at the time of the complaint investigation indicated that the nail had been retracted. The nail was determined to be possibly jammed due to repeated retraction force from improper use of the erc/fast distractor. The erc/fast distractor unit may have been held in the incorrect orientation during the inspection at the back table/at the treatment sessions causing the device to be retracted instead of being distracted. A review of the DHR documents indicated that the nail was manufactured by the specified requirements at that time and met all of the required quality inspections before shipment.

Event description:
No additional information was provided.